Manufacturer narrative:
(B)(4). Evaluation summary: the alleged complaint refers to a fracture of the pt's femoral neck (bone) on the same day that a versys beaded fullcoat stem was implanted. X-rays and/or photos were not received for review. There was no info provided in regards to the adverse surgical details, or sub par bone quality. The pt was reported to have "post-traumatic arthritis" and cancer. Based on the info provided the cause can not be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B)(6) 2008. The pt experienced fracture of the femoral neck same day as implanted. Treatment was orif with cable ready plating.